Event description:
Received correspondence from counsel representing claimaint indicating he was injured on a lift chair.

Event description:
Received correspondence from counsel representing claimaint indicating he was injured on a lift chair.

Manufacturer narrative:
The model number, serial number, and device manufacture date have been updated. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Manufacturer narrative:
The model number, serial number, and date of manufacture have not been provided. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.